Manufacturer narrative:
No conclusion can be drawn.

Event description:
Info rec'd from our japan affiliate. An article in the japanese journal of clinical ophthalmology 61(5): 827-832, 2007 contained the following info regarding a case of acanthamoeba keratitis. Our japan affiliate contacted dr. Mori at the dept. Of ophthalmology, shinshu university school of medicine. Dr. Mori reported the following. In november 1999, a pt experienced pain, redness and eye watering in the right eye, and consulted a neighborhood eye clinic. The pt was prescribed 0.1% sodium hyaluronate, ofloxacin and lomefloxacin hci eye drops and the eye condition did not improve. In december 1999, the pt consulted the dept. Of ophthalmology, shinshu university school of medicine. Upon the initial consultation, the uncorrected vision of the right eye was 20/67, while corrected vision with contact lens was 20/25. Dr. Mori observed bulbar conjunctival injection, ciliary injection as well as radial corneal neuritis in the right eye. Because the pt was breast-feeding at that point, dr. Mori prescribed 0.2% only fluconazole eye drops. On the 8th day since the initial consultation, dr. Mori additionally prescribed 0.1% miconazole, ofloxacin, 1% tropine sulfate and tropicamide phenylephrine hc1 eye drops. Dr. Mori performed corneal curettage 1 to 3 times a week and the corneal epithelium of the eye recovered gradually. In the 2nd month since the initial consultation of shinshu university school of medicine the treating physician terminated corneal curettage. The treating physician had performed corneal curettage 7 times. In the 3rd month since the initial consultation at shinshu university school of medicine, the pt's corrected vision with contact lenses in the treated eye was 20/22. Medical outcome: recovered. The lot number and the contact lenses in question are not available for evaluation. Since january 2004, our firm has received no reports of acanthamoeba keratitis associated with 1-day acuvue lenses. The article was published in japanese and is not available in english. An abstract of the article in english is attached. No additional info is expected.